Manufacturer narrative:
This report is filed november 15, 2016. Implanted device remains.

Event description:
Per the clinic, the patient was treated with oral antibiotics in (B)(6) 2015 (specific date not reported), for swelling over the implant site. The implanted device remains.